Event description:
It was reported that during a procedure to treat a de novo, concentric, chronic total occlusion in the distal left circumflex artery with moderate tortuosity, heavy calcification and 100% stenosis, a non-abbott dilatation catheter was advanced and inflated; however, the balloon ruptured on the first inflation at 8 atmospheres (atms). The non-abbott balloon catheter was withdrawn from the patient anatomy and a 1.2x6 rx mini trek dilatation catheter was advanced without resistance and inflated for the first time at 8 atms. On the second inflation at 10 atms, the balloon ruptured. The 1.2x6 rx mini trek dilatation catheter was withdrawn from the patient anatomy without resistance. Reportedly, the procedure was completed at this stage as the lesion was challenging. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.